Manufacturer narrative:
In the case description, the user mentioned having cgm communication issues which resulted in issues with insulin delivery. The controller was received with the lcd display cracked. These cracks did not impact lcd readability or touch functionality. Inspection of the android log files downloaded from the controller confirmed that the cgm was unable to communicate with the pod on the date of occurrence with egvs or -7 and -6 being present after a pod changing, indicating that the pod timed out while scanning for the cgm. The logs showed that the missing cgm values alert was being generated by the controller every 5 minutes while the cgm was not communicating with the pod and the pod was in automated mode: limited for the duration. This is expected behavior of the system. The logs show that the system was still suggesting and delivering insulin in automated mode while there was no communication between the pod and the cgm. Inspection of the logs found no issues with insulin delivery. The agc algorithm was found to adapt the suggested insulin appropriately based on egvs and user inputs. During the investigation, the controller was able to pair with an unused pod which was paired with a cgm tx emulator. The controller was able to deliver a 5u bolus, switch modes, and deactivate the pod with no issues. No communication issues were observed between the pod and the cgm emulator during the investigation. The exact cause of the cgm communication issues could not be determined. No issues with insulin delivery were observed as a result of the cgm communication issues.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on 5/29/2023. The patient's blood glucose levels reached 480 mg/dl. The patient was treated with IV saline. The patient was released the following day.